Manufacturer narrative:
Date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2022-05773 it was reported that the patient stopped charging the ipg years ago due to ineffective therapy, rendering the ipg inoperable. As such, the entire system was explanted to address the issue. Investigation was unable to determine which of the 2 leads was ineffective.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 3859863 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.